Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: itching and numbness.

Event description:
Patient reported right side "itching and numbness." Healthcare professional reported ""implant was removed and found to have flipped with the posterior surface anterior and it was also found to have significant gel bleed but the implant itself was intact." Device has been explanted.